Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a symphion resecting device was used with a symphion hysteroscope on an unknown date. The resecting device broke and a detached piece was left inside the scope. It is unknown if this event occurred during a procedure. According to the complainant, the symphion hysteroscope was later cleaned and used during a myomectomy procedure performed on (B)(6) 2015. When the physician passed a new symphion resecting device into the scope, the detached piece from the previously broken resecting device fell out of the scope and onto a tray outside the patient. The new resecting device was re-inserted into the scope and the procedure was continued. The procedure was successfully completed and there were no patient complications reported as a result of this event. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.